Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that sensation plus 50cc (iab) had an optical cable fault error with orange catheter and kink in catheter. No harm or injury to the patient was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2 corrected field - g4